Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station failed to alarm when the alarm limits is breached for arrhythmia. No known impact or consequence to the patient.

Manufacturer narrative:
H10: additional narrative: (B)(6) reported on (B)(6) 2018 that two of their nurses were complaining that the pu-621ra (sn: (B)(6) was not giving arrhythmia recalls correctly. The nurse manager requested that nihon kohden clinical to view the strips. Service requested: troubleshooting. Service requested: troubleshooting. Customer later emailed technical support stating that the issue had been determined to be user error. Investigation result(s): the root cause of the issue was identified to be user error. This can be caused by incorrect arrhythmia settings and/or inadequate training. No further details were provided by the customer. The device serial number history shows that there have been no further/previously reported issues nor servicing for this device not giving arrhythmia recalls correctly. Arrhythmia recall involves historical data and does not involve alarm functionality. There is no suspected adverse trend nor indication of design deficiency. Investigation by qe has been completed as the cause of the issue was determined to be user error and not an nk device/software malfunction. Corrected information: f9. Approximate age of device: incorrectly calculated. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. Correction. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station failed to alarm when the alarm limits is breached for arrhythmia. No known impact or consequence to the patient.